Event description:
Device 2 of 3. Reference MFR report# 1627487-2019-02685; reference MFR report#1627487-2019-02808.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR report#1627487-2019-02685. Reference MFR report#1627487-2019-02808. It was reported that the patient had a fall and the patient lost stimulation. Diagnostics revealed high impedances on the lead. The lead was possibly fractured. X rays did not confirm migration. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Therapy was restored post-procedure.